Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak during the pt's treatment. The pt contact stated that during the pt's treatment, they discovered a hole in the pt's catheter extension and fluid was leaking from the hole. The pt contact was advised to contact the pt's pd nurse, the set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection and the pt was treated with prophylactic antibiotics. No adverse event reported at this time.